Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-feb-2022.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Device inspection and testing found the image would disappear due to a printed circuit board failure. In addition, service found the camera head lens was scratched and the cable was twisted. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the camera head exhibited bad image quality. There was no patient injury or user harm reported due to the event. The device was sent to an olympus service center for evaluation. Device inspection and testing found the image would disappear. This report is being submitted for the reportable malfunction identified by service (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, considering that water immersion of cable and ccd unit occurred, no image appeared likely due to damaged electrical circuit caused by water immersion. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.